Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a free flow event had previously occurred during a patient's infusion, however no specifics details were available, and no further information would be provided regarding the event. No patient harm was reported.